Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trg implantable cardioverter defibrillator (ICD) 2012-(B)(6); 5076 implantable pacing lead 2009-(B)(6); 6935 implantable tachy lead 2012-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. It was further reported that the patient had a pocket hematoma. No further patient complications have been reported as a result of this event.